Event description:
Kimberly-clark received a report stating, "percutaneous tracheostomy was performed in critical care unit under bronchoscopy guidance. After the tracheostomy tube was in, a foreign body was noted in trachea on bronchoscopy. It was round, transparent and with a lumen in the middle. Itu consultants, other doctors and nurses saw this on bronchoscopy monitor. A new tracheostomy set was opened to compare it with the one that was used for the procedure. Nothing was found missing or cut. Later on I checked the endotracheal tube and the inline suction catheter that were used just before tracheostomy. Both were intact. X-ray chest was done. It did not show any obvious foreign body. Meanwhile patient was clinically stable and safe. Patient was anaesthetized before and during the procedure. Details of injury to patient: none. Action taken: respiratory consultant was contacted. He later came and removed the foreign body using bronchoscopy. It was distal part of a suction catheter." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
The device history record was reviewed and documented that the product lot reported in the incident met manufacturing specifications. The device was returned to kimberly-clark for analysis. The returned device was a 3.5 cm section of tubing. One end appears to have been cut with visible kerf marks. The opposite end of the tube is beveled and there are skives near this end. It is similar in appearance to the tubing from a closed suction catheter system. The directions for use warn, "do not trim or cut the endotracheal tube (not supplied) while the kimvent closed suction system is attached, otherwise the kimvent catheter may also be cut and that portion of the catheter may be aspirated into the lower respiratory tract of the patient and may cause death or serious injury." Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.